Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
It was reported that the patient underwent a ipg pocket revision on (B)(6) 2024 for an unknown reason. No other information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent a pocket revision on (B)(6) 2024 for pocket discomfort. The ipg was repositioned, resolving the issue.